Event description:
The user received discrepant results for two pt samples. Sample 1 recovered 10.9 mg per dl for creatinine. This was repeated on the other modular pe sys and recovered 0.5 mg per dl. Sample 2 recovered 266 u per l for alt. The tech questioned the result and repeated it on the other modular pe system, and it recovered 21 u per l. No discrepant results were released to the physician.

Manufacturer narrative:
The field service rep determined there was a defective rinse mechanism and a defective gear pump. He replaced the rinse mechanism p1 assembly, replaced the gear pump head and rebuilt the syringes. To verify the analyzer operation, he performed precision testing on creatinine and alt with acceptable results. The user performed calibration and qc with acceptable results.